Event description:
A patient was having a stent placement procedure. During the procedure, when the provider attempted to place the stent, the stent did not deploy in the artery/stent graft. The provider pulled the stent out and it was still attached to the balloon. Another stent placement was then attempted and it deployed without incident. There was no harm to the patient. FDA safety report ID# (B)(4).